Event description:
It was reported that an auto-off alarm occurred. Reportedly, customer went to the emergency room due to an elevated blood glucose (bg) level, specific value not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.